Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that for the cardiosave intra-aortic balloon pump (iabp) maintenance required" message occurred while using iabp.

Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to confirm the reported issue. Fault codes #78 (ui bridge connection fault), 79 (overridden critical video failure), 80 (video power reset) were recorded in the fault log. A message was displayed due to the detection of a transient communication error, but it was reported that an internal test showed no abnormalities. The fault log was reset.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h8-usage of device.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6(health effect ¿ impact codes).

Event description:
It was reported that for the cardiosave intra-aortic balloon pump (iabp) had an "maintenance required" message occurred while using iabp. There was no patient harm reported.